Event description:
This system was removed because the patient didn't feel that he needed it and it was causing pain in his shoulder. The physician offered to do a pocket revision but the patient declined and asked for a system removal. The hospital retained the devices. Should additional information be received, this file will be updated.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available. Should additional relevant information or the device itself become available, the investigation will be updated.